Manufacturer narrative:
Philips service replaced the mpd control unit and 19" color lcd monitor cr (dc19-lcr), restoring the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the flexvision pc failed to start on an allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.